Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. The device was pre-flushed with saline prior to use. Reportedly, during use of the proglide, no blood flow was observed at the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow could not be confirmed due to the condition of the device. However, the noted pinched polyimide tubing and separated guide tube indicate a cause of the obstruction. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty and the subsequent treatment appears to be related to the circumstances of the procedure. In this case, based on the returned device analysis, the bend in the guide tube was likely severe enough during insertion to pinch off or flatten the polyimide tube of the marker lumen to prevent blood flow to marker. Additional handling force applied likely the lead to the kink and separation of the guide tube and lumen. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.